Manufacturer narrative:
Brajesh k lal, md, et al; "outcome of carotid artery stenting for primary versus restenotic lesions", published ann vasc surg 2009;23:330-334. This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device.

Event description:
Device malfunction: none. Symptoms/ae: dissection/stroke. Time of symptoms/ae: during/post procedure. The following events were noted through a periodic article review. A prospective study was performed to substantiate the assumption that carotid artery stenting for restenosis after carotid endarterectomy has fewer complications for primary atherosclerotic lesions. From 1996 to 2006, 217 patients underwent carotid artery stenting. Among these patients, stroke occurred 29 days post procedure in a pt whose procedure was complicated by a common carotid artery dissection that required placement of an additional stent. The pt's upper and lower extremity weakness lasted two days and then resolved completely. The article does not directly correlate the adverse outcomes to a specific device/brand/MFR.